Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top of case is cracked by front corners. Bottom case is cracked by left bracket screws and corner lining is worn off. Plunger head is cracked by all screws. No visible contamination. Customer?s reported issue was duplicated during power-up process. The root cause of the reported issue was due to the interconnect board not charging the battery. Battery was tested on a good working device and battery was charging, readings are all normal. Actions taken to mitigate the reported issue: replaced interconnect board. Power up process and device passed all the test.

Event description:
It was reported that battery not charging and interconnect printed circuit board events occurred. No patient injury reported.